Manufacturer narrative:
The device ro 10 010 has been inspected for investigation purpose. The tests performed confirmed that the pc was degraded due to wear and tear from use. As repair, the pc was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software crash has been detected. It has been reported that the surgery has been cancelled